Event description:
It was reported that the patient had a cardiac arrest during the device replacement procedure for normal battery depletion. There was reported pauses, no pacing, lead warning, and undefined resistance noted. It was thought that the device may have contributed to the cardiac arrest. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal.